Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device reached end of life (eol) on 10/26/06 due to an extended charge time. The current battery voltage was 2.67 v and the last charge time was 36.4 seconds. A manual reform was performed with a charge time 38 seconds. The device was subsequently explanted and a new device was implanted without further complication. There were no allegations of premature battery depletion. No adverse patient effects were reported.